Manufacturer narrative:
A supplemental medical device report (smdr) # 01 is being filed to correct the date on the prior filed initial report. Incorrect date of 02/23/2016 is being corrected to 03/18/2016. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
Additional information received; the patient underwent collagen cross linking post ectasia diagnosis.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported a patient with ectasia, irregular astigmatism and loss of best corrected vision of the left eye. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the treatment. With limited information the root cause could not be determined conclusively.(B)(4).